Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The eval found all keys inoperable except the 1st, 2nd, and 4th soft key, and was caused by a failed keypad having a stuck 3rd soft key. When pressing any of the operable keys an automatic output of the 3rd soft key would occur. This failure mode does not provide any user opportunities for navigation, to program delivery parameters nor start an infusion. The keypad has been replaced. Baxter has initiated a CAPA to further investigate the event.

Event description:
The customer reported that the spectrum pump has a stuck down arrow on the keypad. The customer reported that there was no pt injury. No further info was available.